Event description:
It was reported by the customer that a pyxis medbank system displayed a message indicating that all the drawers were offline. The customer reported that a staff member was unable to access the system to dispense furosemide 20mg tablets to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction due to the drawers were offline. A technical support specialist walked the customer through restarting the cabinet using the power switch and restarted the aio. The system functioned as intended after the technical support specialist troubleshooted the device.